Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) active fixation lead, while being anchored into the rv, the patient began to complain of "pericardial pain". The physician attempted to retract the lead; however, while the anticlockwise motion rotated the lead body, it failed to retract the helix. Based on the clinical observation, the physician suspected he had perforated the rv during the attempted implant.

Manufacturer narrative:
The lead was discarded at the medical facility. The patient was reportedly doing well with no long term effects expect. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--